Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer is missing the lip of the reservoir tube and the black tube is coming up. Customer stated that the pump was not dropped or bumped. Customer stated that the pump seems to be falling apart. Insulin pump will need to be replaced. No further assistance needed.